Manufacturer narrative:
Insulin pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed alarm shortly after inserting a new battery. The customer¿s blood glucose was 106 mg/dl at the time of incident. The customer also stated that insulin pump had multiple unexpected restart. A cold reset was performed alarm after inserting a new battery. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.